Event description:
It was reported that the lead exhibited noise. Sensitivity was increased to hide some of the noise, however 126 noise reversions were observed at a follow-up on (B)(6) 2010. Noise was exhibited in bipolar and unipolar and could be reproduced with arm positioning and isometrics. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.